Event description:
It was reported that the end of the sheath broke.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 27/28fr continuous flow inner/outer sheath, it was confirmed that a ceramic piece of the distal tip had broken off. Also, the broken piece was not received with the product and is missing. In addition, dings and scratches were noticed throughout the shaft. The probable root cause/s could be user mishandling, user excessive force or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.